Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient's current implantable neurostimulator (ins) does not work any better than the previous one did; the ins keeps her up all night so she turns it off. The patient confirmed that stimulation is not uncomfortable, but she goes to the bathroom every hour. The issue has been occurring since (B)(6) 2016 which was the day the patient was implanted with the new ins. Follow-up revealed that the health care provider (hcp) gave the patient a medication and supplements to take, but the issue was still ongoing. It was also noted that the patient's bladder does not completely empty. The patient stated the trial worked good, but "the real thing doesn't". It was also stated that the patient can sleep in her chair just fine, but when she lays down, she needs to go to the bathroom often.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.